Event description:
Boston scientific crm received information that this implantable transvenous left ventricular (lv) lead was explanted and replaced due to lv dislodgement, high lv pacing thresholds and diaphragmatic stimulation. The physician implanted a competitor lv lead. There were no adverse events reported following this replacement procedure.

Manufacturer narrative:
Visual inspection of the complete lead identified set screw marks on the terminal pin and ring. This finding is consistent with electrode contact with the device's set screws. The lead was put through and passed electrical continuity and insulation integrity testing. The lead performed normally throughout laboratory testing. Our post market quality assurance laboratory could not confirm the dislodgement allegation. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and/or implant technique.